Event description:
It was reported an angio-seal was selected for use. One week post deployment, the patient returned to the hospital with right leg pain. The patient was hospitalized and underwent surgery for repair of a dissection in the right femoral artery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tinging or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.